Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received during a laparoscopic sleeve gastrectomy, the device had a firing issue with the second and fourth sulu used. The surgeon was able to squeeze the handle and press the green button. Upon firing, the tissue between the jaws became loose and no staples were fired, making the staple line incomplete, another reload was used and it worked, however, the fourth sulu had the same issue. In order to resolve the issue, a new handle and reload was used. No patient injury.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device had a firing issue with the second and fourth sulu used. The surgeon was able to squeeze the handle and press the green button. Upon firing, the tissue between the jaws became loose and no staples were fired, making the staple line incomplete, another reload was used and it worked, however, the fourth sulu had the same issue. In order to resolve the issue, a new handle and reload was used. No patient injury.